Event description:
It was reported that during the implant procedure the lead could not be fully inserted in the pulse generator port. The device was not used and a new device was successfully implanted. There were no adverse consequences to the patient. The patient¿s condition was stable post procedure.

Manufacturer narrative:
The reported field event of lead cannot fully insert into the connector was confirmed in the laboratory. Analysis testing found the setscrew had been screwed down in the connector where it was blocking the lead from fully inserting into the connector port. Inspection of the setscrew showed blood inside of the setscrew inset indicating the setscrew was turned down during the implant procedure. For analysis testing the setscrew was backed out from blocking the port. Testing found leads could now be fully inserted into the connector and the setscrew could be fully tightened down on the lead holding the lead securely in the connector. Testing of the device did not find any anomalies with the device that would prevent or make lead insertion difficult. The problem was related to user of the wrench in the field. The device had normal device characteristics. The device was found electrically normal.